Event description:
It was reported the pt felt overstimulation when he attempted to turn stimulation on using his programmer. It was reported the pt was pressing the check key before the programmer had located the ipg. When the key was pressed the pt allegedly felt stimulation turn on to a very high level. The sjm rep advised the pt of programming instructions and on locating the ipg. It was reported when the pt allowed the programmer to locating the ipg. It was reported when the pt allow the programmer to located the ipg normally he did not feel any overstimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.